Event description:
The advocate stated the customer received a blood glucose reading of 95mg/dl from the contour meter, was re-tested on the nurse's meter and received 244mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the test strips are to be returned for evaluation. Replacement test strips and meter were sent to the customer.